Manufacturer narrative:
(B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient representative reported left side "implants and her chest started to deform. Mentions the recall." Additionally, physician reported "capsular contracture with progressive worsening to grade iii, causing breast deformity and asymmetry confirmed by breast MRI and associated with radial folds" confirmed via MRI. Device has been explanted.